Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the rubber portion of the pump where she was putting the reservoir was broken. The customer¿s blood glucose level was unknown at the time of report. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, stained end cap sticker, stained address/serial number label, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.